Event description:
Vent found with occlusion / clicking. Vent kept alarming wouldn't read tida volumns or take 100% o2 button pushed. Rental company called and will pick up vent today. Vent number uhs vent adf0136. Espirit model number v/1000. Serial number (B)(4). Pt sp02 100% directly after incident. After doing research rrt felt the sv occlusion may be caused by the mucomyst. They will be using a different system going forward.